Event description:
The following was provided to davol by the pts' attorney: it was alleged that the pt was implanted with multiple medical implants including a bard flat mesh in a pelvic repair procedure performed on (B)(6) 2009. Attorney alleged that the pt has experienced significant pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date, if additional event and/or evaluation information is obtained, a follow up MDR will be submitted.